Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a damaged conductor wire. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information was able to be collected.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found with damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing but the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was tested and it passed functional testing. The instrument released energy in 2 out of 2 attempts. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.